Manufacturer narrative:
Additional information: b5, g4, g7, h2, h6, h10 an event of unspecified valve failure was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. The valve had been implanted for over 10 years and a valve-in-valve procedure was reportedly performed.

Event description:
On 17 november 2008, a 23mm trifecta valve was implanted. On 06 december 2018, the patient presented with unspecified valve failure. In april 2019, a valve-in-valve procedure was performed and an unknown valve was implanted. No additional information is available. (B)(6).

Event description:
On (B)(6) 2008, a 23mm trifecta valve was implanted. On (B)(6) 2018, the patient presented with unspecified valve failure. In april 2019, a valve-in-valve procedure was performed and an unknown valve was implanted. Additional information has been requested. (Clinical study patient ID: (B)(6))